Event description:
Boston scientific received information that this right ventricular lead exhibited high pacing thresholds. This lead was surgically abandoned and replaced with no issue. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.